Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The small target lesion was located in the moderately calcified distal left anterior descending (lad) artery. The 24x2.25mm taxus liberte atom stent delivery system (sds) was advanced and the stent was deployed at 14atms. The delivery balloon inflated without waist and was deflated without any issue. However, upon removing the delivery system there was a "sticking issue" and the physician had to manipulate the balloon to get it to release. The sds was removed intact and the stent was not affected. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)